Event description:
The device was used during a thorascopic bullectomy procedure. Reportedly, the staples did not form properly. The surgeon resected the staple line with another device to complete the procedure. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
1/13/1998-supplemental report #1 submitted to FDA.